Event description:
It was reported that the patient underwent an implant procedure where a paddle lead and implantable pulse generator (ipg) were implanted successfully. The patient experienced a lot of pain postoperatively and was still in the hospital due to being paralyzed from the waist down. The patient was unable to move his lower extremities and empty his bowels and bladder. The onset of the symptoms was about an hour into recovery post implant. The patient was then taken back to the operating room, where the physician removed the paddle lead to view the spinal cord and found a small hematoma. The paddle lead was put back inside the patient and the patient regained function of his lower extremities during recovery. The patient was able to feel paresthesia in his lower body specific to his pain pattern. The patient later had a follow up appointment and the patient stated that they were in pain mainly due to the recent procedures. The patient was awake and oriented enough to communicate checks with their stimulation. The patients stimulation was turned on and the patient was able to get good coverage of all pain areas with multiple therapies.